Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error three months ago and again the day prior to calling. The customer also reported that she received a button error alarm two months ago and has had some battery issues. Blood glucose value at the time of the motor errors was 250 mg/dl and 175 mg/dl. The device was not exposed to a magnetic field or dropped. The customer also complained about receiving low battery alerts and a failed battery test alarm. It was confirmed that the battery is lasting more than a week. The customer was advised to insert a new battery; the insulin pump did not alarm failed battery test. It was offered top send a battery cap replacement but the customer declined stating she is in the process of upgrading the insulin pump.